Manufacturer narrative:
(B)(4). Date sent: 8/20/2021. Additional information: the account provided photos images. This is an analysis for five photos submitted to ethicon endo surgery for evaluation. During the visual analysis, the following was observed: the first photo shows a device from top view with the bailout door removed. From second to fourth photos show a device with a white reload loaded from jaws area with tissue between the jaws in closed position. Also, some drivers can be seen up. Based on the photos the event describe is confirmed, therefore no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications.

Manufacturer narrative:
(B)(4). Date sent: 2/17/2022 investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with no apparent damage and with no reload present. The manual override door was noted to be out of position; the override lever was up which denotes that the knife was manually returned to a home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, it was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch as part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: for would not open, squeeze the closing trigger, then simultaneously press the anvil release button on either side of the instrument. While pressure is still on the anvil release button, slowly release the closing trigger. And for the partial fire, ensure battery pack is fully inserted into the device. An audible click will be heard when the battery pack is fully inserted (the instrument must be used within 12 hours of inserting the battery pack, the battery pack contains a built-in battery drain). Insert the reload by sliding it against the bottom of the cartridge jaw until the cartridge alignment tab stops in the reload alignment slot. Snap the reload securely in place. Remove the staple retaining cap and discard. Close the jaws of the instrument by squeezing the closing trigger until it locks in place. An audible click indicates that the closing trigger and the jaws are locked. When the jaws of the instrument are closed, the red firing trigger lock and firing trigger are exposed. Pull back the red firing-trigger lock to enable the firing trigger to be pulled. Fire the instrument by pulling the firing trigger; the motor will activate audibly. Continue to depress the trigger until the motor stops. To complete the firing sequence, release the firing trigger to activate the motor and automatically return the knife to home position where the motor will stop. In this position, the instrument is locked out until the jaws are opened and re-closed. The event described could not be confirmed as the device performed without any difficulties noted. The device opened and closed without any difficulties noted. This report is not intended to deny that a problem was experienced with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.

Manufacturer narrative:
(B)(4). Batch #: unknown. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts were being made to obtain additional information and the following additional information was received: what were the circumstances that led to the splenectomy? Unknown. Prior to firing on the splenic hilum did the surgeon feel that the tissue was thicker than usual? Unknown. The surgical tech noted afterwards that the thickness was noted to be thick at some point during the procedure. Was the device able to be opened on the back table? No. When the black override lever was moved front and back one time to see if was able to be moved. What is meant by ¿it was done successfully?¿ it was able to be moved forward then backwards one time. No further attempts were made to move the lever. In addition, photos were received for review. Review is in progress and has not yet been completed. Upon completion of photo review, a supplemental medwatch will be sent. Attempts are also being made to retrieve the device. To date, no device has been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that robotic surgery began for gallbladder removal and transitioned to hand assist for splenectomy. During the splenectomy, the first psee60a jammed on the second reload when firing the device. The surgeon felt it got stuck after the second or third row of staples. The first psee60a stapler (lot v94h3x) had the manual override used to retract the sled and knife blade when it jammed. A second stapler was opened and used for the remainder of the case. During the last firing on the splenic artery / hilum with a gst60w reload, which was the second reload used on the stapler, the stapler wouldn¿t open after the device was fired. The surgeon felt the sled and knife blade returned all the way, but it was stuck on the hilum and could not be opened. The reverse switch was used, and the stapler wouldn¿t open. The manual override was utilized but they felt it didn¿t have an effect as the stapler still wouldn¿t open. It was noted that the lever was moved back and forth ¿quite a few times.¿ it was noted that the tissue was very dense and thick. Multiple attempts were made to open the stapler by hand and other instruments. The decision was made to convert to open from hand assisted. The stapler was cut out of the tissue and the cut transection was over sewed with suture. The stapler was removed with the trocar remaining on the shaft of the device with a large tissue bundle stuck in the jaws. After the surgery, the black override lever was moved front and back one time to see if it was able to be moved, which was done so successfully. No further attempts were made to move the override lever. There was a thirty-minute delay in the procedure. The or nurse and the scrub tech confirmed that the staplers were rinsed and swished in sterile water after spent reloads were removed, prior to loading subsequent reloads. This report is for the first stapler used on this procedure. The second stapler is reported on a second medwatch report.